Event description:
It was reported that during a pph procedure, the staples did not form. There was some bleeding, but the pt did not require blood products. The case was completed using sutures. There was no adverse pt consequence.

Manufacturer narrative:
H4, 6. Info anticipated, but unavailable at this time.